Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown ; product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a clinician application. It was reported that when attempting to activate a new implantable neurostimulator (ins), they pressed the button to start usage but it did not seem to work. A system error message was displayed. The issue persisted despite using two different tablets and two different implantable neurostimulators. During troubleshooting, the caller attempted to connect again, and after pressing the button in the clinician application to start usage, the tablet successfully connected to the implantable neurostimulator without displaying an error message. The troubleshooting steps taken during the call resolved the issue.